Event description:
Caller states that the pt tested 1.7 inr and 1.2 inr during duplicate testing. Caller also states that pt 2 tested 8.0 inr and 5.8 inr during duplicate testing while a comparison lab returned as 5.8 inr. For pt 1, action was taken based on result of 1.2: coumadin was increased. No adverse event reported for either pt. Requested return of suspect device and replacement was sent.